Event description:
It was reported that none of the keypad buttons will function correctly and the only way to switch it off is to remove the battery pack. No patient injury was reported.

Manufacturer narrative:
Other text: the device was returned in used condition. The reported problem was confirmed, during functional testing the faulty keypad requires replacing, but the part is not available. The failure resulted from a workmanship defect in the artwork of the key dome. The device history record review is not relevant because this a supplier issue. The device was manufactured in 2021. A customer response was attached to the complaint. (Updated b5).

Event description:
A customer response was attached to the complaint: faulty operation was noted after 6-8 months use of monitoring a patient; no patient or clinician injury associated.